Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt had pain flair and got an EKG and they did not shut the ins off during that. Then they started having issues after that on thursday where the stimulation would shut off on its own randomly. When they would check the ins charge it would show ins had 70% or 80%. The issue also happened on friday even though the ins was at 30% so they turned it back on, then it also shut itself off on monday. The patient was redirected to their healthcare provider to further address the issue.